Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, frequency and vaginitis.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to incontinence, pelvic relaxation, cystocele, vaginal vault prolapse, enterocele, rectocele, weak stream, frequency and urgency. Following insertion, the patient experienced bleeding, pain, sores, odor, constipation, discharge, painful intercourse, urine leakage and infections. (B)(4).